Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The reading the customer reported was not found in the meter memory. This is a final report.

Event description:
Customer reported receiving a reading of 275 mg/dl from her freestyle freedom meter which was higher than she felt. Customer also reported self-administering 20 units of her insulin medication accordingly. Customer further reported experiencing symptoms of loss of consciousness. Paramedics were called and they treated customer with glucose and food. Customer was then taken to a health care facility where she was diagnosed with severe hypoglycemia but customer did not remember the type of treatment given. There was no report of death or permanent impairment associated with this event.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.